Event description:
The customer's wife called to report that the customer was involved in a car accident after his blood glucose levels went low. The customer was wearing the sensor, and he did not get a low glucose alarm. The customer's blood glucose reading was 16 mg/dl when he arrived at the hospital. Prior to the accident, the customer removed the insulin pump to exercise. After exercising, the customer got in his car and drove away without first checking his blood glucose levels. However, his sensor glucose reading was 92 mg/dl. The wife was advised on the differences between sensor and blood glucose readings. Unable to upload the insulin pump information at the time of the call, as the customer was at work. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Please see MFR report number 2032227-2010-80884 for the report under the sensor.